Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one photograph depicting a portion of t/l powerpicc catheter. The depicted region included the molded joint and a length of catheter shaft. A longitudinally aligned split was observed passing through the 4cm depth marking. The split appeared irregular. Curved shape memory and material discoloration was observed in the vicinity of the split. A possible kink impression was observed just distal of the split. The split features appeared consistent with burst damage secondary to over-pressurization. Such damage can occur if infusion is attempted against resistance/occlusion. The kink impression and event description indicated that occlusion was caused by kinking of the indwelling catheter shaft.

Event description:
Diagnosis: malignant tumor of pancreas, part unspecified. Patient with pancreas ca, it was implanted a PICC catheter per requirement for administration of antibiotics for a long time (tpn). The catheter is a 5 fr trilumen 3cg on (B)(6) 2020, batch redv2027-ref: 4375118. It was inserted in second puncture, during the procedure there were no complications, the catheter was cut in 34cm deep marker. Since the implant date, no complications have occurred during healing. Until (B)(6), where the healthcare professional reports that (prior the patient goes to surgery procedure) the catheter could be felt with resistance and the tpn infusion has to be suspended, and it was further reported that it could be seen an edema in right limb, which it was done a doppler ultrassound that was negative for deep venous thrombosis. Patient was under surgical procedure all day long, so it could be assessed on (B)(6). On (B)(6), assessed patient whom it was found a big edema in right end, no pain, it was verified the PICC catheter which it was verified a healing and it was tried to flow with saline solution 0.9%, presenting occlusion and dysfunction. It was requested a thoracic x-ray that shows catheter in correct place in the third distal of upper cava vein, it calls attention and that's why (also to discard any possibility of kink in catheter's path), it was required a second x-ray, which allowed to observe the right end where it is being found the inserted PICC catheter. Indeed, it is observed that the catheter internally has made a kink in its path, causing its dysfunctionality. It was decided to remove the PICC. When removed, it was observed a kink at 4cm deep mark, and catheter rupture with memory. It was explained to the patient. The patient requires a new implant of PICC catheter due to her treatment with tpn and difficulty of venous access. Customer does not see any explanation since from the user that implanted the catheter, it was followed all the proper techniques for device implant. X-ray exams images are attached." Comment: the catheter has been discarded, since physical samples are not being shipped due to covid-19 concerns.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "patient with pancreas ca, it was implanted a PICC catheter per requirement for administration of antibiotics for a long time (tpn). The catheter is a 5 fr trilumen 3cg on (B)(6) 2020, batch redv2027-ref: (B)(4). It was inserted in second puncture, during the procedure there were no complications, the catheter was cut in 34cm deep marker. Since the implant date, no complications have occurred during healing. Until 8/29, where the healthcare professional reports that (prior the patient goes to surgery procedure) the catheter could be felt with resistance and the tpn infusion has to be suspended, and it was further reported that it could be seen an edema in right limb, which it was done a doppler ultrasound that was negative for deep venous thrombosis. Patient was under surgical procedure all day long, so it could be assessed on 08/30. On 08/30, assessed patient whom it was found a big edema in right end, no pain, it was verified the PICC catheter which it was verified a healing and it was tried to flow with saline solution 0.9%, presenting occlusion and dysfunction. It was requested a thoracic x-ray that shows catheter in correct place in the third distal of upper cava vein, it calls attention and that's why (also to discard any possibility of kink in catheter's path), it was required a second x-ray, which allowed to observe the right end where it is being found the inserted PICC catheter. Indeed, it is observed that the catheter internally has made a kink in its path, causing its dysfunctionality. It was decided to remove the PICC. When removed, it was observed a kink at 4cm deep mark, and catheter rupture with memory. It was explained to the patient. The patient requires a new implant of PICC catheter due to her treatment with tpn and difficulty of venous access. Customer does not see any explanation since from the user that implanted the catheter, it was followed all the proper techniques for device implant."